Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that there was no hemolysis per customer testing. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported they encountered alarm "aim system detected rbc interface near top of channel" during a red blood cell exchange (rbcx) and it looked like hemolysis in the channel. The apheresis md was notified and decided to abort procedure. Patient age and outcome are not available at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported they encountered alarm "aim system detected rbc interface near top of channel" during a red blood cell exchange (rbcx) and it looked like hemolysis in the channel. The apheresis md was notified and decided to abort procedure. Patient age and outcome are not available at this time. The collection set is not available for return because it was discarded by the customer.